Manufacturer narrative:
The tb-0535fcs, lot# kr852183 was received for evaluation. The reported complaint was confirmed. The device was attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found with normal wear and no metal exposed. The distal end of the device was inspected under a microscope and found a hairline crack on the probe. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. Based on the evaluation, similar events and investigation results, the reported issue of ¿probe damage error¿ is attributed to a hairline crack on the probe. The damage on the probe is attributed to the probe coming in contact with a hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that during an unspecified therapeutic procedure, an error code u504 probe damage error was observed on the thunderbeat device. The device was visually inspected and found that the teflon pad had a small burn with no metal exposed. The generator and the thunderbeat device were inspected prior to use and no abnormalities observed. The subject device was replaced and the intended procedure was completed using a similar device. There was no patient harm or injury reported due to the event.